Event description:
It was further reported that during the index procedure in (B)(6) 2009, the lesion was 90% stenosed, 3.0mm in diameter and 32mm long. The lesion was treated with predilation and placement of a 3.0x32mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged without complications 2 days later on aspirin, clopidogrel bisulphate and epadel s. In (B)(6) 2011, the lesion was 3.5mm in diameter instead of 3.0mm in diameter as initially indicated.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis. The index procedure was performed in the proximal left anterior descending (lad). Details of the lesion are unknown. In (B)(6) 2010, follow-up angiogram was performed in the proximal lad. The lesion was 0% stenosed and 3.0mm in diameter. In (B)(6) 2010, 1 year follow-up was performed. The patient had no anginal symptoms. In (B)(6) 2011, follow-up angiogram was performed in the proximal lad. The lesion was 90% stenosed, 3.0mm in diameter and 28mm long. The patient had an ischemic symptom at the event. An intervention was performed with the placement of a 3.5x28mm non-bsc stent in the lesion. Residual stenosis was 0%. No patient complications were reported and the patient's outcome is improved.

Manufacturer narrative:
(B)(4).